Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the cap piercer that leaked onto the top of the sample container caps. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, bci field service engineer visited and cleaned the drain and piercer with bleach. The vacuum waste was in good condition.